Event description:
Tech alleged that the brakes were not functioning.

Manufacturer narrative:
Tech found the stretcher missing the bolt and nut for the brake and steer and replaced the bolt and nut to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.